Event description:
It was reported that a staff member received shocks of static electricity when operating the stretcher. No medical intervention was required. There was no pt involvement reported.

Manufacturer narrative:
The user facility has reported that no specific model or stretcher serial number was identified. The user facility did report that the stretcher was either a model 1015 or 738. An analysis could not be performed because the stretcher could not be identified. Since the reported event, the user facility staff has been trained to document which model/serial number is associated with an event.